Manufacturer narrative:
Device evaluation of electrode belt (B)(4) has been completed. The reported problem (gel previously released / damaged cable) was confirmed. As received, cable connecting the distribution node (dn) and rear therapy electrodes was missing. The cause of the gel previously released events is the damaged cable and wires. The root cause of the damaged cable and wires is physical abuse. No adverse event resulted from the defective electrode belt.

Event description:
A us distributor contacted zoll to report that a patient's device was producing 'gel previously released' events without prior 'gel released' events and also had a damaged cable.